Manufacturer narrative:
Evaluation of the returned complaint product is in progress. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample devices was returned. No packaging was received with the sample. The device itself did not contain a lot number. Evaluation of the returned sample found that the inflation line was severed near the junction point of the inflation line and endotracheal tube, and the severed edge of the line appeared jagged. The small portion of the inflation line that remained attached to the tube exhibited a secure bond to the tube. The inflation line was not received with the returned 4.0mm endotracheal tube sample, however. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating the pilot line detached from the endotracheal tube. There was no patient injury. The endotracheal tube remained in use until patient¿s condition allowed extubatation.